Manufacturer narrative:
(B)(4) clip mashed onto bushing. A visual examination of the returned device noted that the device was ball end separated with the clip assembly mashed onto the bushing. The prongs could not be opened or closed and the prongs were not locked into the capsule. The over sheath assembly was missing and there was a kink in the control wire. Given that the problem with the device was discovered upon unpacking and the device was reportedly not used in the patient, it is possible that the observed failures are due to handling of the device during unpacking, preparation, shipping, or when packaging for return. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, after unpacking the device, the physician noted that the clip of the device was already deployed. Another resolution clip device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the clip was mashed onto the bushing; therefore, this is now an MDR reportable event.